Event description:
A nurse reported that during vitreo-retinal surgery, the system was not recognizing the connection to the auto gas fill feature. The surgery was completed after a delay of unspecified length. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).